Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause for the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that "two echocardiographic still images of the reported clip were provided. Both images captured an lvot view taken at 175 degrees, as shown on the right side of the images. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. As captured in the reported incident details, measurements of the tip-to-tip distance were taken during the procedure at the account on an unknown echocardiographic machine; these measurements cannot be verified or adjudicated. The first image (titled "ultrasound 1") provides a tip-to-tip measurement of 0.946 cm, as denoted on the bottom left corner of the image. The second image (titled "ultrasound 2") denotes a tip-to-tip measurement of 0.594 cm. Presumably, the second image titled "ultrasound 2" was taken "pre-release" (i.e., pre-mechanical separation of the clip) and the first image titled "ultrasound 1" was taken post-release (i.e., post deployment). It should be noted that both images present with an uneven valvular plane, likely due to the reported surgical annulus disinserted from the mitral annulus, such that the clip is "titled" and angulated relative to the leaflets (see figure 1). In addition, the delivery catheter (dc) shaft in image "ultrasound 2", presumably taken pre-deployment of the clip, is also angulated relative to the clip indicating significant misalignment between the clip, dc shaft, and leaflet pre-deployment (see figure 2). In image "ultrasound 1", presumably taken post deployment, there is a notable space in between the dc shaft and clip (indicating mechanical separation) and some re-alignment between the clip and dc shaft (see figure 3) post release. This indicates that there was tension on the clip due to the misaligned grasp which was released during deployment / mechanical separation from the dc shaft. The clip arm angle in image "ultrasound 2" taken pre deployment appears to be approximately 20 degrees - 30 degrees. The clip arm angle in image "ultrasound 1" taken post deployment appears to be slightly larger, approximately 45 degrees. While these are estimations based on visual assessment with the naked eye and are not confirmed, it does appear that the clip arms are opened to a larger degree in the post deployment image (¿ultrasound 1¿). Based on the reported information that the clip was implanted on a surgical annulus and significant misalignment presented in the images provided, it is likely that excess tension on the clip arms contributed to the reported post deployment cowl." Na.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and surgical annulus disinserted from the mitral annulus. A mitraclip xtw was deployed on the mitral valve without issues. However, after deployment the clip opened to an unknown degree. The clip was stable on the leaflet and mr was reduced to a grade of 2-3. Due to a small surface area, no additional clips were implanted, and the procedure was discontinued. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.